Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the customer was hospitalized for diabetic ketoacidosis type 1 hyperglycemia due to high blood glucose. Customer's blood glucose was over 350 mg/dl. Customer was treated with the insulin IV drip. Customer was advised to monitor the device. Customer will not be returning the device for analysis.